Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history. The customer issue was confirmed through functional testing. Additionally, the device failed the upstream occlusion (uso) test. The downstream occlusion (dso) sensor was defective. The dso sensor was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for "cassette sensor was defective." During device analysis, the downstream occlusion (dso) sensor was confirmed to be defective. There was no patient involvement.